Event description:
Boston scientific received info that this ra lead was repositioned. The slack of the right atrial lead had pulled back. It was noted that the p-wave measurement had dropped to 1.0 millivolts and the threshold had increased to 2.0 volts at 0.4 milliseconds. The ra lead was repositioned with good sensing, impedance and threshold measurements. This ra lead still remains in service. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.